Manufacturer narrative:
Investigation summary: the event unit was returned for investigation. There was no blood or eschar build up on the jaws or in the blade channel. Engineering activated the device on porcine tissue and the device performed to specifications initially. However, after several activations, engineering was able to replicate the event of poor cutting performance. Upon cleaning the blade channel and jaws of the device, cutting performance improved and the tissue was transected successfully along the blade channel. Similar events have shown that eschar buildup inside the blade channel of the device can negatively affect cutting performance. The instructions for use (IFU) states "warning: build-up of eschar can negatively affect the sealing and cutting performance..." And "for optimal performance, keep the jaw surfaces clean. Use a gauze pad soaked with sterile water or saline to remove eschar". Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Mastectomy with axillary node - "during use of the voyant device, the scissors did not cut or cut less, despite regular cleaning of the device." Original:lors de l'utilisation de la pince thermofusion voyant, le ciseau ne coupait pas ou peu, malgré le nettoyage de la pince. Additional information received from the sales rep on 27 march 2017: "despite the bad quality of cutting she used the eb030 hand piece during all the procedure she just used a scissors to have a good cutting => the time procedure was longer. All type of tissue (fat, muscles, vascular...) Were cut during the event. She noticed the bad cutting quality from the beginning of the procedure." Patient status - "no patient injury or illness occurred associated with the complaint event"